Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 5 of 5. The technical service representative (tsr) had the hp recycle the power to clear the alarm and explained the alarm. The hp would discard the supplies and finish with manuals. The hp stated the clamp on the supply line was crimped and the bag was leaking. The hp would contact the nurse regarding the alarm and being connected. No patient injury or medical intervention was indicated at the time of the initial report. During follow up by baxter, the home patient (hp) stated that the issue was resolved. The hp verified that there were no other loose connections or disconnections. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Upon further review of the information obtained during baxter's investigation, it was determined that this event involved a drug product and not a device.